Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Implant loss with baha implants can occur at any time following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication.

Manufacturer narrative:
This report is filed on october 26, 2017. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration following infection at abutment site. The patient was treated with oral and topical antibiotics and the device was explanted (date not reported). Re-implantation is planned but has not taken place as of the date of this report.